Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient expired on (B)(6) 2019. Per brother he expired and no further information was available. No equipment will be returned. It is unknown if the patient had alarms. No information is available regarding his death.

Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2019, and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. According to the account, it is unknown if the patient had alarms. No further information was provided. The manufacturer is closing the file on this event.